Event description:
It was reported that a home patient observed air in the tubing of their cassette and then received an unknown alarm on the homechoice machine. This occurred during the patient¿s last fill of peritoneal dialysis therapy. It was not specified if the patient was connected to the device at the time of the reported issue. It was unknown if the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.